Event description:
Customer reportedly received results of "hi" (> 600 mg/dl) and 85 mg/dl within 10 minutes on the compact plus system. No adverse event reported. Requested return of suspect device and replacement was sent.